Event description:
It was reported that the patient experienced presyncope. The pulse generator exhibited noise on both channels. The device was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found normal device characteristics. Device sensitivity changed.